Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 10 mg/ml at unknown dose via an implantable pump for spinal pain indications. It was reported that the patient had pump refilled on (B)(6) 2024 and pump continued to alarm after refill. The hcp confirmed that pump had reached low reservoir prior to the fill. Agent reviewed information on concurrent alarms and advised the hcp on how to silence the current alarm. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.